Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system, instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal left anterior descending coronary artery with moderate tortuosity and moderate calcification. A 3.50 x 23 mm xience xpedition stent was deployed; however, a dissection was noted. An additional unspecified xience xpedition was deployed to treat the dissection. The patient was reported to be hemodynamically stable and there was no reported clinically significant delay in the procedure. No additional information was provided.